Manufacturer narrative:
The device for the malfunction has not been returned for evaluation; however a photo of the malfunction was provided. Based on the photo, the reported stent fracture is inconclusive; however, a twisting could be identified and confirmed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex071703c vascular stent allegedly experienced a difficulty to deploy, a fracture, and material twisting. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6)-year-old female, whose weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex071703c vascular stent allegedly experienced a difficulty to deploy, a fracture, and material twisting. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 70-year-old female, whose weight was not provided.

Manufacturer narrative:
H10: the device for the malfunction has not been returned for evaluation, however, a photo of the malfunction was provided. Based on the photo the reported stent fracture is inconclusive, but a twisting could be identified and confirmed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: after further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 9681442. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.